Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Iliac vessel and aneurysm morphology are unknown. It was reported that the delivery catheter was positioned in the patient and as the physician cranked the reusable handle, the stent graft would not deploy. The black slide ring retracted slightly, a pop was heard and the black slide ring retracted half way; however, the stent graft did not deploy. The delivery catheter was removed from the patient, and an identical device was deployed without complications. The patient is reported to be fine, and no additional clinical sequelae were reported. No additional information is available.